Event description:
Report received of a tubing separation while in clinical use. The patient was receiving a 7 day home-delivery course of cladribine via an abbott aim+ pump. The set was connected to a PICC line. At approximately 4pm on the 5th day of the infusion, the pump alarmed air in line. The patient phoned the home care pharmacy, and while on the phone with the pharmacy nurse, the patient noted the tubing appeared to have separated at the distal pump cassette outlet. An unspecified amount of chemo dripped on the patient's leg. The pharmacy nurse instructed the patient to clamp the PICC line and how to clean up the spill. There was no bleedback. The nurse instructed the patient to go to the outpatient clinic. A pharmacist arrived at the clinic at 4:50pm to meet the patient, changed the set, and resumed the infusion. The patient received their full dose. The patient followed up with a physician and experienced no skin irritaion or adverse sequelae. In addition, after the occurrence the reporter was examining unused sets of the same lot number and four separated at the cartridge outlet.